Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone (B)(6). One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. Event history log review was not applicable. Functional testing was unable to replicate the reported issue. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had ¿no function¿. There was unknown patient involvement and unknown patient harm.